Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer was requesting a warranty claim on this ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical while the vela ventilator was running, xdcr(transducer) fault, high rate, high pip (peak inspiratory pressure) and low ve (exhaled minute volume) occurred. The reporter confirmed that there is no patient involvement associated on this event.